Manufacturer narrative:
No product was available for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Co's results indicate: 1. That this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Ethicon will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Suture breakage-customer reports that suture broke during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.